Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a broken spike. The cause of the reported condition was determined to be use error - incorrectly positioning the set spike within the clean flash unit. A batch review cannot be done since the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported a broken spike on a uv flash transfer set. This occurred when the patient placed the spike of the y-set in the clean flash device, at the position where the spike port should have been. No injury or medical intervention was reported.